Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements since the previous device, with a recent measurement of 131 ohms. Technical services (ts) discussed troubleshooting options and programming considerations. It was noted that this rv lead was programmed to initial polarity and maximum energy shocks for continued monitoring, except for the first shock in the ventricular fibrillation (vf) zone. This rv lead remains in service. No adverse patient effects were reported.